Event description:
It was reported that the customer experienced low blood glucose levels and issues with transmitter connection problems. The blood glucose reading was 47 mg/dl. The customer stated that the transmitter would only hold a charge for 2 days, and this caused the insulin pump to alarm lost sensor. Advised replacement of the transmitter. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the transmitter showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.